Event description:
It was reported that on (B)(6) 2012 during a replacement of the pump due to normal battery depletion, an "abrasive place" was observed on the catheter 3cm after the connection. The section of the catheter with the "abrasive place" was removed. The reporter noted that the physician wanted to know why the catheter had the "abrasive place." There were no patient symptoms or injuries reported. The patient recovered with no injury or adverse event. The drugs used in the pump were morphine and clonidine.

Manufacturer narrative:
Final analysis of the pump found no significant anomaly. End of service of pump due to time progression. Final analysis of the catheter found catheter/catheter body hole caused by a deep abrasion. Sn was not verifiable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8731sc, lot# 0202682702, explanted: (B)(6) 2012, product type: catheter. (B)(4).